Event description:
It was reported that the ilet pump displayed the ¿see drops¿ stage and the user could not select ¿yes,¿ though ¿no¿ was selectable; a restart of the pump through the mobile app was performed, after which the device entered the ilet setup sequence, and the user stated they were previously advised by beta bionics personnel to do this. Symptoms included no clinical effects. Outcomes included no alerts, alarms, or need for medical care. Investigation included customer support troubleshooting and user education that guided a device restart. Investigation of this case revealed a screen responsiveness issue during a priming or infusion confirmation step consistent with a device user interface malfunction; no additional component failures were identified after restart. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent user interface malfunction with resolution through restart.